Event description:
On 7/29/98, the MFR rec'd medwatch report# 342303 from the facility that states the following: pt had a catheter inserted on 5/7/98, and developed a tunneling infection requiring incisions and drainage. This area healed well and pt was discharged. No further details were provided at this time.